Manufacturer narrative:
(B)(4). Add'l attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap appendectomy, when the physician tried to remove the bag with the appendix inside, by the trocar orifice, the bag had pierced without any reason. The surgery time was extended. There were no consequences for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was detached from the ring and was not cinched. The pull ring was set in the handle. There was bag remnant on the metal ring. The black shrink tube was intact on the ring. A tear was noted at the bottom of the bag. The plunger and metal ring advanced and retracted properly the tear was not along the seam of the bag. There were vertical stretch marks noted originating from the torn area of the bag. The metal ring had plastic remnant on it and the black shrink tubing was intact. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the torn bag. Replication of the observed condition may occur if the bag is subjected to a pulling or stretching force, thus rupturing the bag. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the detached bag condition may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).